Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the insertion needle or were returned for evaluation. The depth limiter is crimped at its distal end. The actuator is in its t2 post deployment position indicating a complete deployment. Needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 implant was inserted but would not stay anchored. A backup device was available to complete the procedure. Due to device malfunction the procedure time was extended by more than 2 hours and a portion of the meniscus needed to be removed as a result of the malfunction.